Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery. The insulin, reservoir, and infusion set were changed three times. The high pressure test failed. The insulin pump did not alarm no delivery. Customer's blood glucose level was 26.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.